Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
Upon review by the manufacturer's investigation unit, the lancet was found to protrude past the end cap of the device. No adverse event reported. Suspect device was returned and replacement was sent.